Event description:
It was reported that the patient underwent a revision procedure and the left deep brain stimulator (dbs) lead was replaced due to inadequate stimulation. The new lead was repositioned and connected to her prior lead extension. The explanted lead was disposed of by the medical facility and will not be returned.